Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain stimulation. X-ray imaging was obtained which confirmed lead migration. A lead revision was completed to restore therapy.

Manufacturer narrative:
The devices remain in use and are unavailable for analysis. Without the return of the device, it is not possible to reach a definitive root cause for the lead migration. The evoke scs system surgical guide lists potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks. The cause of the lead migration remains unknown. The manufacturing records were reviewed. Product met all requirements for release. Lead information: brand name: evoke cap12 percutaneous lead kit, 60cm (us), model: 102878, catalog: 3008, lot/batch number: 9016004179.